Event description:
Boston scientific received information that this pacemaker had premature battery depletion (pbd). A new pacemaker was implanted. This pacemaker was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Testing of the device confirmed that device data was found to be insufficient to obtain battery status. Additionally, a memory download was performed the results were not useful due to low voltage resets. Further testing found that the battery had been depleted to the point where it could no longer support pacing and telemetry functions. The cause of the no output, no telemetry and early battery depletion was isolated to a filter capacitor in the digital power supply circuit. The filter capacitor was found to have excessive leakage current that in turn caused rapid and early battery depletion. No further testing was performed.